Event description:
A customer reported a malfunction on a pump, specifically noting a momentary power loss to the vibrator motor indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level, and the level did not exceed 500 mg/dl (27.7 mmol/l). The customer successfully reset the pump on their own, resolving the issue for the day. However, the issue occurred again, and the pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.